Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One empty labeled winding former, one detached needle and one dispensed suture were received for analysis. Product code sxpp1a403. Additionally, one photo was provided, and it showed one winding former with a detached needle and one suture on it. During examination, a short insertion length was observed at the suture end, and no remnant was found within the needle barrel hole. Visual inspection determined that the needle and suture were detached because the suture insertion did not meet the specified acceptance criteria. Based on the information currently available, the short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system.

Manufacturer narrative:
Product complaint (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the lot of ip is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cerclage procedure on (B)(6) 2025 and barbed suture was used. The problem of the suture pulling off the needle happened in surgery. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.